Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: the history file could not be evaluated because the date and time were not set correctly. No other abnormalities were found in the history log. Visual inspection: the cover caps on the screw pillars and the seal on the back housing were intact and undamaged. The device was delivered in a clean and undamaged state. Functional inspection: the device did start using the power of the battery pack and passed the self-test, the mains voltage was connected, and the battery pack got charged. An infusomat space line was inserted, and it was possible to put the pump into operation. Drops were recognized by the connected drop sensor.individual inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,96% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. The electronic pressure cut-offs and the mechanical pressure limitations of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-offs were checked: pressure stage low: 0,17 bar (should be: 0,07-0,65 bar) pressure stage middle: 0,44 bar (should be: 0,26-0,95 bar) pressure stage high: 0,80 bar (should be: 0,61-1,05 bar) the mechanical pressure cut-offs were checked: pmax: 1,21 bar (should be: 1,2-1,7 bar) pmin: 1,10 bar (should be: >0,83 bar) safety clamp was checked: pmin: 1,19 bar (should be: >0,4 bar) the measured values were within the specification of the technical safety check. The air sensor values were measured according to the requirements of the technical safety check. Water: 715 mv (should be #481 mv) air: 26 mv (should be #78 mv) threshold: 182 mv (should be 182 mv) an air alert was triggered according to the specification. The measured values were within the specification of the technical safety check. Disassembly: no damage or soiling could be found. Conclusion: the defect could not be confirmed. The described error pattern could not be reproduced. The measured flow rate was within the specification. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "an intravenous (i.v.) Line was successfully established for the patient, and the first tocilizumab i.v. Infusion was initiated. The infusion was programmed into an older model infusion pump (braun infusomat fms, type 8715513, ekhva device ID (B)(6) at a rate of 134.2 ml/h. Tocilizumab (684 mg, total volume 34.2 ml) was appropriately added by the ward pharmacist to a 0.9% sodium chloride 100 ml infusion bag. When closing the device, the pump door did not close properly, despite the infusion tubing being correctly positioned and verified. The infusion was started, and documentation was initiated. Approximately 8 minutes later, the device alarmed, and it was confirmed that the medication had been fully infused. The prescribing rheumatologist was contacted, and per their instructions, the patient's vital signs were checked and found to be normal. The patient was monitored for one hour according to the physician's instructions and remained in good condition throughout. The patient was discharged in good health one hour after the incident."